Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during bench-testing of this smiths medical cadd legacy pump, the pump exhibited lec 1720. No patient involvement reported.

Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the reported "ec 1720" problem was not duplicated. This is power backup capacitor failure. The system is not reading the correct voltage on the backup cap and a repair or replacement is required. There were multiple entries in the log, but operation of the pump did not induce any errors. Several attempts were made using the switch and pulling batteries to power cycle it. Service replaced the backup capacitor as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.